Event description:
During a procedure the x-ray switch stayed on after the tech removed her hand. The tech shut the system down immediately, the exposure was very brief. No pt injury was reported. The x-ray switch was removed and replaced, no further incidents have occurred.